Event description:
It was reported that a patient received a discrepant result when tested with coaguchek xs meter serial number (B)(4). At 8 a.m., a sample from the patient was tested using the doctor's coaguchek pro ii meter, resulting in a value of 2.5 inr. The coaguchek pro ii device is not approved for use in the united states, nor is it like or similar to a product approved for use in the united states. At 10:12 a.m., a sample from the patient was tested using the coaguchek xs meter, resulting in a value of 1.5 inr. The patient's therapeutic range is 2 - 3 inr, with a target of 2.5 inr. The patient's testing frequency is once per week.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation: the occupation is patient/consumer.

Manufacturer narrative:
The returned test strips were measured with the returned meter in comparison with the current test strip master lot and retention meter. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Testing results - retention meter and master lot: measurement 1 = 3.4 inr, measurement 2 = 4.1 inr, testing results - customer meter and customer test strips: measurement 1 = 3.4 inr, measurement 2 = 4.1 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.